Manufacturer narrative:
The device arrived at the manufacturing facility on (B)(4) 2017. It has not yet gone through the evaluation process. Upon receipt of the evaluation results a supplemental MDR will be filed.

Event description:
Per the information provided, the needle separated at less than a minute of cutting time. The doctor felt that it had broken, while performing the procedure, and removed the microtip from the patient. The needle was protruding half-way out of the shaft and the doctor was able to grab it before it completely came out of the device. Another microtip assembly was obtained and the procedure completed. There was no harm, injury or complication to the patient caused by the failure. There have been no post-procedure issues.

Manufacturer narrative:
The device was returned for evaluation. The customer reported that the needle had separated from the microtip. Needle separation was confirmed upon receipt of the handpiece. The case nose was cracked and the sheath was pushed back into the case nose. Due to the state in which the device was received functional testing could not be performed. The hypodermic needle had separated at the braze joint. This is the highest stress point along the length of the needle. The damage to the case nose indicates an aggressive technique by the user or contact with hard tissue. The failure is attributed to improper technique resulting in material fatigue.